Event description:
It was reported that right atrial auto capture was unsuccessful and atrial thresholds had increased. All events showed atrial lead noise and loss of atrial capture. Post-procedure chest x-ray on (B)(6) 2025 was reviewed and revealed atrial lead dislodgement. The atrial lead was programmed off. On (B)(6) 2025, the physician elected to explant and replace the atrial lead. The patient condition was not known.

Manufacturer narrative:
The reported events were lead dislodgement, loss of capture, and noise. The reported events of loss of capture and noise were not confirmed. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for procedural damage. The lead was returned with the helix retracted and clogged with blood/tissue. After cleaning the helix, the helix could be extended and retracted by applying torque to the connector pin. The measured full helix extension length was within specification.